Event description:
The company was informed that the recipient's device was reportedly explanted due to facial nerve stimulation. Programming adjustments were reportedly made; however, the issue did not resolve. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The explanted device will reportedly not be returned for analysis. A review of the device history record was completed and no anomalies were noted. The recipient has reportedly recovered well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.